Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the cause of the low bg was unknown; however, the customer stated she was very active the day before. The customer drank some juice to stabilize impacted bg level and also mentioned that she had an upcoming meeting with her endocrinologist. Additionally, it was reported that the customer received multiple occlusion alarms. As the occlusion alarms had occurred in the past and the customer had already changed out all supplies, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. It was also reported that the customer subsequently received a cartridge alarm 1 during the occlusion alarms. The customer changed out all supplies and was able to load a new cartridge successfully. There was no impact to the customer's bg level due to the occlusions or cartridge alarm 1 issues. Reportedly, customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the alleged cartridge alarm and occlusion issues have been verified. Functional testing was performed and no failure was identified related to the reported low blood glucose level issue.